Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported sensor issues. She stated her previous sensor was full of blood and there was a bruise at the insertion site. The site was actively bleeding. There are no signs of infection. The sensor readings are also inaccurate. Customer stated she was low at 46 mg/dl, but the sensor reading was 68 mg/dl. She stated she may be low because she guessed her carbohydrates for her last bolus. She treated with juice. During the call, customer checked her blood glucose and it was 126 mg/dl. Customer was advised the sensor may be responding the changes in glucose. She was advised to speak to her doctor about insertion methods. She was advised to monitor the issue and call back when needed. Nothing further reported.